Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose reading "high", with abdominal symptoms, nausea, polydipsia, polyuria, and large ketones. Trouble shooting with customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows on (B)(6) 2013 02:46 an unconfirmed replace cartridge alarm, followed by loss of prime warning due to the alarm. An unexplained power on reset occurred at approximately 05:28/ when pump powered back on the time/date rest to the default setting. Date/time was then set to (B)(6) 2013 16:50 and deliveries resumed when pump was primed at 16:54. Due to the alarm and por event deliveries were interrupted for 14hrs 08mins. A manual time/date change was later observed in the black box from (B)(6) 2013 07:59 to (B)(6) 2014 08:00. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Removal of the pump cover showed leaking internal battery. The battery compartment is cracked at the case seal. The returned battery cap was able to attach to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.